Event description:
After line was placed in svc with confirmation from sherlock, during flushing the patient started coughing and complained about chest pains. The patient¿s face turned red then pale and lips turned blue. Rapid response team was called. After 15-30 minutes, the symptoms subsided and PICC remains insitu without further complications.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.